Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump display was turned off during the night and returned after a battery change. The pump history showed a bolus of 1.58 units being delivered while the pump display was off. The caller reported a similar issue with an un-programmed bolus of 20 units. Troubleshooting was not completed. The insulin pump will be returned for analysis.